Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in the right mid superficial femoral artery. The lesion exhibited moderate tortuosity and little calcification. Artery diameter: 6mm x 100mm. The device was prepped prior to use with no issues noted. The device was been used with a 6fr sheath, a non-medtronic inflation device and a non-medtronic guide wire. No resistance noted advancing the device to the lesion. During the procedure the device was unable to fully inflate. Another device was used to complete the procedure, no clinical sequelae reported. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Image review -the angiographic image shows the twisting of the balloon during the inflation. (B)(4).